Event description:
It was reported, the pt is experiencing heating at the ipg site. It was also reported, the pt's ipg was relocated during a lead replacement procedure (reference MFR. Report#: 1627487-2011-04083 and 1627487-2012-04084) due to a fall that caused the ipg to move upward. The pt may undergo surgical intervention on a later date. The pt is scheduled to meet with a neurosurgeon for a consultation. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This is ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.